Event description:
Customer reported a no delivery alarm on her insulin pump. She also reported that on occasion her cannula would be bent. The customer's blood glucose was 429 mg/dl. The customer stated she had treated her blood glucose with the insulin pump. The customer stated that she had tried all remedies for her no delivery alarm. The customer also stated her insulin was not expired. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.